Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet disconnected from the user¿s phone and the user experienced hypoglycemia around 67 mg/dl for approximately 20 minutes while preparing to eat dinner; education and troubleshooting were provided regarding early learning behavior of the system. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy beyond planned food intake. Investigation included complaint intake and user education on device operation and expected early-use variability. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event assessed as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.